Event description:
A caller reported a cartridge alarm 20, which resulted in the customer's blood glucose level reaching 530 mg/dl. To address the high glucose level, the customer administered a correction injection using multiple daily injections and resolved the issue by successfully loading a new cartridge with assistance from technical support. The problem was resolved, and insulin therapy was resumed without additional external help.